Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product was not returned. A device history record review cannot be completed as a batch number for the device was not provided. Based on the lack of information provided regarding this complaint, a root cause determination cannot be made. Should additional information be provided that aids in the investigation of this complaint, the complaint will be reopened.

Event description:
Complaint received for patient with periprosthetic fracture that underwent surgery. Surgeon reported that the patient healed nicely. Postoperatively, one of the cables broke and was prominent in patient's deep soft tissue causing pain in the middle third of the thigh. Removal of the hardware was successfully completed without any intraoperative or postoperative complications.